Event description:
It was reported that the bur broke during a procedure. There was no medical treatment or intervention required as a result of this event. No further information has been provided at this time.

Manufacturer narrative:
Device discarded by the customer.